Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the high definition lcd monitor was out of order and had no image on all channels. The issue was found when preparing the device for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected data fields: b3,d9, g2. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image was displayed" was caused by a damage printed circuit board and power supply printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected date: d9.